Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set leaked at connection to trifuse to a patient in the nicu. There was no patient harm.

Manufacturer narrative:
The customer's report that the set leaked at the connection to a trifuse was not confirmed. Functional testing showed no leaks or any issues. The reported concomitant trifuse set was not received for investigation. The root cause was not identified.